Event description:
Baxter received a report from (B)(6) stating that a flogard had alarm fg 111, which is a low battery alarm. No patient injury was reported. No further information was reported at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a battery low alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main battery. The main battery was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.